Event description:
It was reported "the PICC is leaking out of the pink hub where the clear lumen goes in". Therapy was disrupted and the patient had to have another PICC inserted. There was no patient harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one 1-lumen PICC for investigation. Evidence of use was observed on the catheter body and inside the extension line. Visual inspection revealed a small hole was present in the extension line directly adjacent to the luer hub. The total length of the catheter body measured to be 20" which is within the specification of 19.812" - 20" per product drawing. The outer diameter of the distal lumen measured to be 0.0936" which is within specifications of 0.093" - 0.097" per product drawing. The inner diameter of the distal lumen measured to be 0.057" which is within specifications of 0.055" - 0.059" per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "attach syringe to sidearm and flush distal lumen with sterile saline solution. Leave syringe in place. Flush remaining lumen(s) with sterile saline solution, to establish patency and prime lumen(s)." Water leaked out of the hole in distal line. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the distal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. The type of damage observed is consistent with a manufacturing issue in the PICC lines; therefore the probable root cause is manufacturing related. A non-conformance has been initiated to further investigate this issue.

Event description:
It was reported "the PICC is leaking out of the pink hub where the clear lumen goes in". Therapy was disrupted and the patient had to have another PICC inserted. There was no patient harm.